Event description:
The field engineer reported the loss of fluoroscopic x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board fuse was replaced. The system was then found to be operating as intended.